Manufacturer narrative:
(B)(4). The insulin pump was received with no button response due to flattened down button dome switch. Inspected lcd connector and no unlocked connector noted. Analysis was unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump had high stop current test due to moisture damage on the electronics. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
Customer reported via phone call that their insulin pump had been exposed to water. Blood glucose level at the time of call was 275 mg/dl. Troubleshooting was performed and the device will be returned for analysis.